Event description:
It was reported that the image quality on the 2800 system was poor (color quality). Procedure was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigated. The malfunction was verified. Reseated the video cable to the back of the camera. The system was tested and found to be working as intended and placed back into service.